Event description:
It was reported that a patient who has had the vns implanted for about 6 months was initially doing really well but has recently started to experience and increase in seizures after hardly having any. No other relevant information has been received to date.